Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, self test, and unexpected restart error test. The battery was replaced multiple times and no alarm for an unexpected restart was noted. No alarm was noted for an random access memory error. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported the last three times he changed the battery, the insulin pump resets and the time and date has to be set again. Customer's blood glucose is 123 mg/dl. The device history showed multiple alarms. Customer uses energizer batteries. A temporary basal was not programmed before the alarm. The device was not stored for a long period of time. The alarms occurred shortly after a battery change. A test bolus was recorded in the device history. Customer was advised the device experienced an unexpected restart. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.